Event description:
Device #1 issue: did not function as expected - hemostasis. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis, retroperitoneal bleed. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure using a pre-close method of the left common femoral artery after an interventional procedure. Reportedly, after advancing the device, the site was accessed under fluoroscopy and a retroperitoneal bleed was identified. After implanting the unspecified stents, the knot was advanced to the arteriotomy site, but bleeding continued. An attempt was made to close the site with a second proglide device, but with the same results. Compression was applied for fifteen minutes but bleeding continued. A vascular surgeon repaired the site via a cutdown to groin. Hospitalization was prolonged. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4): patient selection - (B)(4): the second proglide (part#12673-05/lot#86025-6h) mentioned is being filed under a separate manufacturer number. The customer reported the device was discarded. The lot number was provided. Review of the device history for this lot did not produce any findings relevant to this report.